Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, the customer's problem was not duplicated. Found power down, pump turned on, pump turned off, high pressure and no disposable alarm messages in the pump's event history logs. Service recommended downstream occlusion sensor to be replaced. Based on the evidence, the complaint was confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited continuous beeping. No adverse effects were reported.